Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. In a review of an article, it was reported via a power point slide, showing that during the study, there was 2% of death (no cardiac death); 2% ami, no tlr, 2% tvr, and as global evaluation 2% of mace. No additional event or patient information is available.